Manufacturer narrative:
The field service engineer replaced the vacuum tubing, photometer lamp, cuvettes, and heat cut filter. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen. 2 sodium results for three patient samples from the cobas 6000 c (501) module. The samples were repeated on another analyzer. Patient 1 initial result was 132 mmol/l and the repeat result was 142 mmol/l. Patient 2 initial result was 130 mmol/l and the repeat result was 138 mmol/l. Patient 3 initial result was 119 mmol/l and the repeat result was 128 mmol/l. The questionable results were reported outside of the laboratory.